Event description:
It was reported to philips that the system's geometry control button was torn off, which can impact geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the investigation it was identified that the system was in clinical use at the time of the reported event. The procedure was completed by using the c-arm movement joysticks without the joystick covers. A philips remote service engineer connected remotely and confirmed the reported issue. A replacement kit for the joystick covers was sent to the customer as a material only work order. The customer installed the new joystick covers and after that, the system was returned in good working condition and was ready for clinical use. The replaced part was not available for further analysis. The codes were updated based on the investigation outcome.